Event description:
In 2008, the sales representative reported that during an anterior cervical procedure, the drill tip broke when the surgeon was drilling the last hole. Add'l info received on 14 mar 2008 via telephone, the sales representative reported that the surgeon was drilling the last hole and the surgeon had already drilled down, when the tip of the drill broke, the surgeon intervened to retrieve the tip and inserted the screw without any difficulty, finishing the case as intended. There was no report of pt injury or surgical delay.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Evaluation is pending upon the return of the product.